Event description:
It was reported that the system was being explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. 1688tc/46, (B)(4). Review of quality records.